Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor lv 5 device ruptured during patient use. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the customer did not send the device to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
Patient revised for osteolysis, polyethylene wear of insert and patella; and loosening of femoral and tibial components. Revision surgery found loosening at the bone/cement interface.

Manufacturer narrative:
(B)(4). The root cause for ruptured reservoirs is currently being investigated under CAPA# (B)(4). The scope of this CAPA will be limited to infusor and intermate product families as they are the biggest contributor to the rupture complaints. The investigation will focus on data for the past two years (2008-2009).